Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead malfunctioned. The rv lead was not used and replaced. The patient was stable throughout the procedure.

Event description:
New information received indicated that the patient's right ventricular (rv) lead had exhibited high pacing impedance. The rv lead¿s helix had also taken a long time to attach to the myocardium during the implant procedure.

Manufacturer narrative:
The reported events were high pacing impedance and helix mechanism issue. A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. The reported event of helix mechanism issue was confirmed. X-ray examination found the inner coil was over torqued at the connector region consistent with procedural damage. After cutting the lead, cleaning the distal portion and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. The cause of the reported event of helix mechanism issue was isolated to blood/ tissue in the helix region and over torque of the inner coil. The reported event of high pacing impedance was not confirmed. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths cause by overtorquing of the inner coil consistent with procedural damage. The lead impedance was not performed due to shorting between conductors, as received.